Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, when ask to clarify the implant not working issue, they were never told how to use the device and ¿only my brain would tell me???¿. They stated that they never saw or heard about the therapy. Regarding the circumstances that led to the ins not working, the patient reported that they were never advised about the therapy. On (B)(6) 2019, them with personnel about how it works. The patient mentioned that they knew they were not able to change. The personnel had the patient on a therapy and they were advised to use it until it should be upgraded. Then they were to meet with personnel and they will give them a new therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional( home health nurse) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they previous ins was not working and the battery depleted and it was explanted. No symptoms were reported and no further complications were noted or anticipated